Event description:
During a follow up call on an unrelated issue the patient reported having peritonitis 4 days ago. The patient had notified their registered nurse (rn), and was not sure whether it was related to their therapy. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis nurse regarding the event of peritonitis. The nurse confirmed the date of the diagnosis of the peritonitis as (B)(6) 2012. She reported the patient was not hospitalized. The nurse declined to provide any further details. Follow up information was obtained by global pharmacovigulence on (B)(4) 2012. On (B)(6) 2012, the patient presented to the peritoneal dialysis (pd) clinic with abdominal pain, fever, and cloudy peritoneal dialysis pd effluent. Vancomycin ip (dose and frequency not reported), cipro orally (dose and frequency not reported), and diflucan orally (dose and frequency not reported) were initiated. On an unknown date in (B)(6) 2012, the events of abdominal pain, fever, and cloudy pd effluent resolved. The peritonitis was ongoing and improved. The patient remains on pd therapy. The cause of this peritonitis event was unknown and the patient received retraining for a possible break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 for this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed as no samples are available and no issues relating to this complaint were noted in the batch file review requested. Manufacturing records were reviewed for the batch requested and there were no issues detected during the production of this batch relating to the nature of this complaint. The assignable cause for this report of peritonitis was undetermined. There was no device malfunction or use error identified. This issue is being investigated through CAPA.